Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter shaft was noted to be torn open exposing the internal components. Due to the aforementioned damage, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed device damage remains unknown.